Event description:
Customer's family member called to report the pump got wet while wearing the sports guard. It was stated that the customer was on a sailboat. Troubleshooting on the pump or sports guard could not be carried out at the time of call. Family member requested a replacement pump.